Event description:
It was reported that the patient was experiencing pain at the site of their anchor in their upper back and pain at the ipg site. Surgical intervention may be pending to address the issue. Note : it is unknown which anchor is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: swift lock anchor , model: 1192, UDI: (B)(4), serial: n/a, batch: 9048210.

Manufacturer narrative:
A patient experienced pain at the anchor and ipg site was reported to abbott. It was then determined the patient had developed an infection at the anchor site and the entire system was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating the patient had developed an infection at the anchor site and the entire system was explanted to address the issue.